Event description:
It was reported that during a thyroidectomy procedure, some of the clips were not closing and some were scissoring while on vessels. It was reported that there was minimal bleeding, but nothing of real significance. Another device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Several. What vessel or structure was the device fired on at the time of the event? Thyroid vessels. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? Asku if so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. What were the indications for surgery? What was found? Asku. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. Did somebody other than the primary surgeon fire the instrument? If so, whom? Surgeon. The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. It could not be determined why the device reportedly some clips were not closing and some were scissoring. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.